Manufacturer narrative:
(B)(4). Jaws. The analysis results of the found that it was received with one jaw broken at bifurcation. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the corrosion was found in the internal components. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy procedure, it was found that the jaw of the new device was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient.